Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four months post implant the battery longevity estimation showed approximately two years remaining. It was noted the estimation is accurate. It was further noted possible noise and possible far field r-wave (ffrw) was noted on the right atrial (ra) lead. The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.